Manufacturer narrative:
Submit date: 09/27/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer stated that the unit had no power. Upon triage on (B)(6) 2016 the service tech found that the unit had a burnt component.